Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was sleeve leakage of two devices. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 07-dec-2023 . H.6. Investigation summary: material #: 367281. Lot/batch #: 23e1411. Bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and the indicated failure modes for insufficient flow / leakage with the incident lot were not observed. Additionally, 8 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to insufficient flow / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient flow / leakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was sleeve leakage of two devices. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.